Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The physician released the closure device and successfully implanted the device in the laa of the patient. At this time, a thrombus was seen on the was near the area of the patient's septum. The patient remained stable, and the procedure was ended with no intervention or treatment performed. The patient did not experience any complications as a result of this event.